Event description:
The customer reported being hospitalized due to hypoglycemia. The customer stated that her glucose reading was 68mg/dl and then dropped to 42mg/dl. Troubleshooting was performed. The customer stated that insulin pump delivered approx 70.0 units of insulin. The customer's most recent glucose was 264mg/dl. The caller stated that she was connected during the rewind/prime process. The programming on the device seems to be correct. The customer stated that the insulin pump over delivered the insulin without her intervention, and it happened twice. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.